Manufacturer narrative:
Investigation description. Display damage due to impact.

Event description:
It was reported that during a supply change the ilet device fell from a table, resulting in a cracked screen and loss of function, after which the user transitioned to backup therapy and a replacement device was arranged. Symptoms included no reported alerts or alarms and no adverse clinical effects. Outcomes included temporary interruption of ilet therapy with use of alternate therapy and no medical intervention. Investigation included review of the event description and device logistics for replacement. Investigation of this case revealed physical damage to the display consistent with accidental drop impact, leading to a nonfunctional user interface and inability to continue normal operation. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to accidental user handling.